Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited a premature elective replacement indicator. The patient had a cardioversion procedure performed in april. After a software download, normal device function resumed. The patient would continue to be monitored.